Event description:
Reportable based on device analysis completed on 15-dec-2014. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery (lad). A 3.50x24mm liberté¿ stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detached/separated. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Returned product consisted of a liberte sds. The stent was not returned for product analysis. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with stent impressions between the markerbands. Microscopic examination presented no damage or irregularities in the distal tip. Microscopic examination and tactile inspection presented no damage or irregularities in the shaft of the device. Microscopic examination and tactile inspection presented no damage or irregularities in the hypotube. Inspection of the device revealed no damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).